Event description:
The customer contacted stryker to report that their device is unexpectedly powering off when it is moved. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker determined that the cause of the reported issue was due to a failed power pcb assembly. A replacement for this part is no longer available. The customer will be advised that their device is not repairable.